Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient had previously placed stents in left anterior descending artery were occluded. The patient was administered dobutamine which lead to ventricular tachycardia. The patient was withdrawn from care.

Manufacturer narrative:
The investigation for the reported issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.